Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but was unavailable: procedure name? All answers above are unobtainable. Once there is any update, we will update the information. What tissue was being approximated or sutured when it broke? What was used to complete the procedure? Device return status/follow up? No device was returned . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - 275 g /m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke during the process of sewing subcutaneous tissue. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.